Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, avr, mvr and tricuspid operation were conducted on the patient in another hospital((B)(6)). A 23mm trifecta gt valve was implanted with the non-everting mattress suture technique using pledgets in the patient's aortic position in which severe calcification on the annulus had occurred. There was no problem found in periodic health examinations until (B)(6) 2020 when the patient was admitted to the hospital due to general fatigue, which was diagnosed as acute heart failure. Severe aortic regurgitation due to transvalvular leakage was confirmed in echocardiogram. A re-do avr was performed on (B)(6) 2020, and the trifecta gt valve was explanted. As for the mitral valve, a mitral valvuloplasty ring(physioii by edwards lifesciences) was implanted. Upon explant, pannus formation and aortic stenosis of the center part of the valve were observed. The valve was also torn on the lcc, and the rcc sides, including the stent post parts. No fusion of the trifecta gt valve to the valsalva sinus was observed. However, from the st junction size, an oversized trifecta gt valve might have been implanted, which might have affected the way pressure was applied on the valve. The patient is in stable condition postoperatively.

Manufacturer narrative:
Additional information: d9, h3, h6. The reported pannus and leaflet tear was confirmed, consistent with the reported regurgitation and heart failure. Leaflets 1 and 2 were torn. Leaflets 1 and 2 also contained horizontal folds, or retractions, through their mid-portions. There was partially detached fibrous pannus ingrowth on the inflow surface. This remained attached to leaflet 1 upon receipt for analysis, but was consistent with circumferential inflow pannus. Outflow pannus was also noted at stent post 3, which extended over the outflow commissure of leaflets 2 and 3, creating a small fold in the free-edge of leaflet 3. All three leaflets were fibrotically thickened. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. Focal acute inflammation was noted on the surface of leaflet 2. Histopathological analysis stated healed or treated endocarditis could not be entirely ruled out, but was not strongly favored and would require correlation to patient clinical history. No significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification, and with infection not strongly favored, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow surface and the outflow surfaces likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.